Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrected narrative: it was reported that mesh was removed due to erosion of urethra, inability to void, infection and dyspareunia on (B)(6) 2008.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced ¿emotional distress, pain and suffering, trauma and upset, mesh erosion and all associated symptoms, corrective surgery and the inability to be physically intimate with my husband.¿ (B)(4).